Event description:
The customer obtained multiple, non-reproducible, lower than expected vitros psa quality control results (level 3 = 10.8, 9.6 vs. An expected result = 15.2 ng/ml) processed on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, lower than expected vitros psa quality control results were obtained while using the vitros eci system. An ocd fe performed service actions to multiple subsystems of the analyzer to return the system to expected performance. The most likely assignable cause is analyzer related. There is no evidence that a reagent related issue contributed to the event.